Event description:
A genicon genistrong medium specimen retrieval bag (550-000-003) broke during a laparoscopic cholecystectomy procedure. This failure mechanism is a recurring issue during surgical procedures at this facility. When genistrong specimen retrieval bag break it poses a risk to the patient since the original intended procedure has to be extended to replace the defective device by a new one. Similar recurring events, noting issues with the genistrong retrieval bag, have been submitted on the past with the latest reports submitted on february 10th and 13th, respectively.

Event description:
A genicon genistrong medium specimen retrieval bag (550-000-003) broke during a laparoscopic cholecystectomy procedure. This failure mechanism is a recurring issue during surgical procedures at this facility. When genistrong specimen retrieval bag break it poses a risk to the patient since the original intended procedure has to be extended to replace the defective device by a new one. Similar recurring events, noting issues with the genistrong retrieval bag, have been submitted in the past.

Event description:
A genicon genistrong medium specimen retrieval bag (550-000-003) broke during a laparoscopic cholecystectomy procedure. This failure mechanism is a recurring issue during surgical procedures at this facility. When genistrong specimen retrieval bag break it poses a risk to the patient since the original intended procedure has to be extended to replace the defective device by a new one. Similar recurring events, noting issues with the genistrong retrieval bag, have been submitted on the past.

Event description:
A genicon genistrong medium specimen retrieval bag (550-000-003) broke during a laparoscopic cholecystectomy procedure. This failure mechanism is a recurring issue during surgical procedures at this facility. When genistrong specimen retrieval bag break it poses a risk to the patient since the original intended procedure has to be extended to replace the defective device by a new one. A similar incident occurred on the following medsun reports, 2020-8004 and 2020-8010.